Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Other text : na.

Event description:
It was reported that the capture threshold had increased. When a reposition attempt was unsuccessful, the lead was explanted and replaced.